Manufacturer narrative:
Other relevant device(s) are:product ID: 9735736, software version: (B)(4). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the issue from another case occurred again today. The clinical specialist is on site and was loading a patient exam disc. Initially he got an error message stating that the system was "unable to find patient images". The clinical specialist removed and reinserted the disc and the system took 20 minutes to load the 800 slice exam onto the system. Delay case start by 20 minutes, but patient was not present and under anesthesia until after the exam was loaded. Additional information received on 2019-dec-19: the clinical specialist reported that the error message was generated because the site burnt the disc without raw dicom. It was a second disc that loaded and took 20 minutes. The disc had over 1000 slices. On 2019-dec 20 initial reporter (rep) new information received: surgeon's name was provided. It happened pre surgical before patient was brought into the room. The disc was reinserted and eventually it loaded which resolved the issue.

Manufacturer narrative:
H3:a software investigation analysis was initiated to determine the probable cause of the issue through log analysis.logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Total 3 CT exams present in archive and all have different space and thickness. Software added blank slices to all three exams. Software did not take long time to import these scans. Codes associated to software: fdr 213, fdc 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.